Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. Customer stated they recently been hospitalized due to respiratory failure. Customer stated that doctor advised to stop using the insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection for high blood glucose. Customer reported they did contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer stated drive support cap was normal. Customer wishes test the insulin pump. Customer stated they was at the dialysis at the time of call. Customer did not allege the insulin pump for under delivery. Customer declined to check insulin pump settings. The device will not be returned for analysis.